Event description:
It was reported that unspecified sensor issue occurred. Patient contacted dexcom to report a sensor error and requested a replacement. During the call, the patient disclosed that they were recently hospitalized for high blood glucose levels and diagnosed with diabetic ketoacidosis (dka). The patient stated they are unsure whether the issue was related to the dexcom device. When asked for additional details, the patient became irate, expressing that they did not want to discuss their medical condition and only wished to proceed with the replacement request. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.